Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issues; the stylus did not align with the cursor, and the cord door latch tabs were broken off. It was also noted that the stylus connector was damaged, but functional. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the stylus was touched to the programmer screen, the cursor would jump elsewhere. It was also reported that the power outlet latch needed to be repaired. The programmer has been returned for service. No patient complications have been reported as a result of this event.